Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and right ventricular (rv) lead implant attempts failed due to undetermined reas ons. The leads were removed and replaced. No patient complications have been reported as a result of this event.